Event description:
The manufacturer received information alleging a patient passed away. There is no allegation that the device contributed to the death. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away. There is no allegation that the device contributed to the death. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no patient information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.